Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received several motor error alarms. The customer's blood glucose was 6.6 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. The device received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform prime or compromised force sensor system test, excessive no delivery test and occlusion test due to motor error alarm.